Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test and occlusion test due to motor error alarm. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 481mg/dl at the time of the incident. The patient's current blood glucose was 86 mg/dl. The customer reported that the drive support cap was loose. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.